Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and reported that the ventilator passed extended self tests (est). Covidien was not authorized to conduct the repair.

Event description:
It was reported that, a 840 ventilator generated a diagnostic message which rendered the ventilator inoperable. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.

Manufacturer narrative:
Covidien reference number (B)(4). Customer confirmed the ventilator was not in use on a patient at the time of the reported event.